Manufacturer narrative:
(B)(4).

Event description:
This patient has a recurrence of atrial fibrillation. Cardioversion was planned. No exertional chest pain or pressure was noted. This lead remains actively implanted and no other adverse patient side effects were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Mar. 21, 2016 - additional information was provided. Home monitoring alert received for af starting on (B)(6) 2015 (event date was corrected). Subject reports dizziness and some fatigue/dyspnea with exertion. Patient scheduled for cardioversion on (B)(6) 2015. Patient was synchronized through his ICD at 40 joules and restored to sinus.